Event description:
It was reported that during testing conducted by a manufacturer field service representative at the user facility the device could not be placed into safe mode, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, contamination of the slide switch was found, which can lead to the reported event.